Event description:
A report was received that the patient was experiencing increased pain with the stimulation on. The patient also had symptoms of infection including redness and discomfort. The patient was explanted and the patient was given antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70, serial#: (B)(4), model description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.